Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected, and no abnormalities were observed. The red handle was then opened, and a syringe with colored fluid was connected to the sidearm and a leak was reproduced from the sidearm kink protector. The kink protector was then torn down, and the location of the leak was confirmed to be at the adhesive joint step from the large tubing to the small tubing. The root cause of the purge leak was tubing bond failure at the sidearm kink protector. Impella cp with smartassist for use during cardiogenic shock and high risk cpi instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was an observed purge leak. The patient remained on support and no harm was reported.